Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported a high blood glucose (bg) level of 469 mg/dl and requested assistance with a supply change. The agent guided the user through replacing supplies, and insulin delivery was successfully resumed. Ketones were reported between none and small trace. Follow-up confirmed bg had decreased to 209 mg/dl. Bg was corrected through a supply change. Symptoms included excessive thirst, headache, and irritability. No medical intervention was reported at the time of call.